Event description:
A malfunction alarm occurred due to malfunction code 15. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and arranged a pump replacement as the malfunction recurred. The customer was instructed to use multiple daily injections as backup therapy and to return the faulty pump using a pre-paid label within ten days after placing it in storage mode.